Event description:
The customer reported that a speaker malfunction message appeared on the intellivue mx800 patient monitor in operating room (B)(6) and intermittently no sound was coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.